Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 188 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 40 mg/dl and threshold/low suspend limit in sensor settings was 70 mg/dl. Blood glucose value associated with the triggered suspend event 188 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. (B)(4).